Event description:
It was reported that the patient remotely to the clinic via merlin.net transmission. Transmission showed that the implantable cardiac monitor (icm) had under-sensing. No intervention was performed, and the clinic will continue to monitor the patient. The patient was in stable condition.